Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a follow-up report when the investigation is completed and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems, that during vein harvesting, the v-keeper on the vein harvester would not function properly. The product was changed out. The surgery was completed successfully. No harm to pt.